Event description:
Additional information received from a health care provider (hcp) indicated that the date of the MRI was (B)(6) 2024 at 1:20 pm. The motor stall occurred at 1:25 pm and then recovered at 1:36 pm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that there was no troubleshooting, and the pump was read after magnetic resonance imaging (MRI) and motor stall recovered. It was noted that the patient did not have bruising before MRI but notice the bruise around the pump after the MRI. The cause of the symptoms was unknown. The bruising was still present as of (B)(6) 2024. The healthcare provider (hcp) advised the patient put ice on the bruise.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) and went to providers office to get the pump checked after scan but reported bruising around pump site. The rep stated the patient articulated the pump heated up and then moved during the MRI and when she went to get pump checked after the scan, the provider stated the pump site was bruised. The rep provided the patient's weight but did not have date of MRI or drug in pump so would call back. Technical services reviewed labeling and asked how long the scan was and discussed the risk of heating sensation after 30 min. The rep did not know so would ask and call back. The rep called back and wanted to update the call note with the following information. The date of the MRI was (B)(6) 2024, and the scan was 15-20 minutes long. The drug in the pump was morphine. The patient saw the physician today and the physician noted that the pump had moved slightly. The rep stated that the patient reported that she felt static from the pump during the MRI. The rep also stated that the patient symptoms resolved and all she had now was bruising.